Event description:
The lead was capped.

Event description:
It was reported that oversensing was observed.

Manufacturer narrative:
Review of the egms obtained from the field found a small amount of noise. The device was tested on the bench and found to be normal. No noise was observed on the real-time egms. Automated electrical testing also found the device to perform as expected. It is believed that the cause of the noise was due to a lead anomaly.

Manufacturer narrative:
No medwatch form was received.